Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemic due to the discrepancy between sensor glucose and blood glucose values and also reported the pump is changing its setting on its own. The blood glucose value was 40 mg/dl and the sensor glucose value was 400 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-399a, mmt-7040a. Troubleshooting was partially performed and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event also the auto mode feature at the time of the event. The difference between the sensor glucose and blood glucose values was out of the acceptable range. No further patient complication was reported. No product return is required for mmt-332a.no product return is required for mmt-399a.no product return is required for mmt-7040a. Product return is required for mmt-1884.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Pump was downloaded using thump. Pump successfully uploaded onto carelink. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump properly paired with accu-chek guide link bg meter. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. No current code/category was not confirmed. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.